Event description:
Essure coils are causing extreme pain. Some how they are in bedded in my uterus. I am scheduled for surgery because they are causing me so much pain that it makes it impossible to function daily.